Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The implantation hospital was reported to be: (B)(6). (B)(4). Other complaint source: mhra adverse incident report submitted directly by patient (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx sling system was implanted into the patient for the treatment of incontinence. According to the complainant, immediately post-procedure, the patient experienced severe pain and swelling. Since the placement of the obtryx, the patient has undergone 12 operations in an attempt to remove it; however some parts of the mesh still remain inside the patient. Reportedly, the patient still experiences pain and has nerve damage. In addition to recurrence of incontinence, the patient reports being unable to walk, unable to sit or stand for long, unable to sustain a social or sex life, and needing a caregiver to assist her with personal care. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an obtryx sling system was implanted into the patient for the treatment of incontinence. According to the complainant, immediately post-procedure, the patient experienced severe pain and swelling. Since the placement of the obtryx, the patient has undergone 12 operations in an attempt to remove it; however some parts of the mesh still remain inside the patient. Reportedly, the patient still experiences pain and has nerve damage. In addition to recurrence of incontinence, the patient reports being unable to walk, unable to sit or stand for long, unable to sustain a social or sex life, and needing a caregiver to assist her with personal care. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on july 11, 2018 through mhra report ref: (B)(4). The patient will reportedly be undergoing another operation to remove mesh. The patient is still experiencing ¿unbearable¿ pain and ¿pain relief¿ doesn¿t work. She can ¿hardly walk¿ due to pain and reports being ¿cut in her vagina¿ and bleeding. She is also performing self catheterization four times a day, and reports experiencing pain when using the catheter. She reports having infections that do not go away despite taking antibiotics.

Manufacturer narrative:
The event date was listed as (B)(6) 2010 in the first patient-filed mhra report, but (B)(6) 2010 in the second mhra report filed by this patient. The physician at the implantation hospital (B)(6) was reported to be: (B)(6). Other complaint source: second mhra adverse incident report submitted directly by patient mhra reference number - (B)(4).

Manufacturer narrative:
The correct reference number for the second mhra adverse incident report is: (B)(4).

Event description:
It was reported to boston scientific corporation that an obtryx sling system was implanted into the patient for the treatment of incontinence. According to the complainant, immediately post-procedure, the patient experienced severe pain and swelling. Since the placement of the obtryx, the patient has undergone 12 operations in an attempt to remove it; however some parts of the mesh still remain inside the patient. Reportedly, the patient still experiences pain and has nerve damage. In addition to recurrence of incontinence, the patient reports being unable to walk, unable to sit or stand for long, unable to sustain a social or sex life, and needing a caregiver to assist her with personal care. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on july 11, 2018 through mhra report ref: (B)(4). The patient will reportedly be undergoing another operation to remove mesh. The patient is still experiencing ¿unbearable¿ pain and ¿pain relief¿ doesn¿t work. She can ¿hardly walk¿ due to pain and reports being ¿cut in her vagina¿ and bleeding. She is also performing self catheterization four times a day, and reports experiencing pain when using the catheter. She reports having infections that do not go away despite taking antibiotics.